Event description:
A (B)(6) female patient contacted zoll customer support to report a message that displayed on her monitor. Customer support prompted the patient to download and reported a code 110 'dsp: overvoltage set' flag. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (message on monitor/code 110 dsp: overvoltage set flag) has been confirmed. As received, the monitor was displaying code 105 'pulse test relay stuck'. The cause of the code 110 and code 105 is incorrect voltage reporting. The cause of the incorrect voltage reporting is an open conductor (l1) on the computer/analog board. An open conductor would prevent the converter from charging. The root cause of the open conductor cannot be positively identified but is likely random component failure. No adverse event resulted from the open component. The patient received a replacement monitor.